Event description:
The customer reported the tube housing is hot and system will not make exposures. No pt injury was reported.

Manufacturer narrative:
A ge representative has not yet evaluated the system. (B) (4)